Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during a bolus delivery attempt. No significant events leading up to the alarm were recalled. The customer's blood glucose was not known. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.